Manufacturer narrative:
(B)(4). Device evaluation: the device has not returned at the manufacturing site yet; therefore, product testing could not be performed at this time. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and a product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is experiencing the blurriness and halos with an intraocular lens (iol) in the left eye. The patient was fitted for different types of contact lenses to mimic a photorefractive keratectomy (prk), but none of the contact lenses worked. Therefore, the lens was explanted. The surgery was completed successfully using a non-johnson & johnson replacement lens. There was no vitrectomy or sutures required. The patient is in stable condition. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 3/4/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the suspect lens was received in an empty specimen cup. Visual inspection revealed that the lens was received with a partial medial cut, and further evaluation was unable to be performed. Therefore, the complaint issue reported could not be confirmed, and a product deficiency could not be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and a product deficiency was not identified; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.